Event description:
It was reported that the ilet user experienced elevated blood glucose after eating and not announcing their meal, with the highest sensor value of 394 mg/dl and a confirmatory glucometer value of 343 mg/dl. The user was using a flex infusion set on the abdomen and a dexcom g7 sensor, and the agent provided education on the ilet correction algorithm. Symptoms included hyperglycemia without reported complications. Outcomes included self-management at home without alerts, alarms, or medical intervention. Investigation included a review of use history and user interview focused on recent dosing behavior and meal announcement practices. Investigation of this case revealed user error related to a missed meal announcement, with the device and components functioning as designed and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to announce a meal.